Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system was discarded and the stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that during deployment, the stent graft jumped approximately 2 cm from the intended site. The physician advanced a balloon catheter and repositioned the stent graft, pulling it back 1cm. Another stent graft was deployed to complete the treatment of the lesion. There was no patient injury reported.